Event description:
During the implant procedure ((B)(6)), it was reported the physician experienced difficulty placing the lead. The implant attempts resulted in lateral positioning to the left. Imaging taken after placement and anchoring found the lead had moved cephalad. As such, the device was reimplanted. Programming following the procedure found the pt was receiving rib stimulation. However, follow-up on this matter found the rib stimulation issue was overcome with further reprogramming. The pt is reportedly receiving adequate therapy coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.